Manufacturer narrative:
Age/date of birth: exact age not provided, age was provided as about (B)(6) years old. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the next day after intraocular lens implant surgery in the right eye, patient reported not having any pain or other problem, but was unable to see. On examination, mild hypopyon was noticed with very faint fundal glow. Patient was aggressively treated with topical antibiotics and steroids. Pupil was dilated with atropine. The hypopyon disappeared and patient was sent home. Patient was examined again, and patient was still not able to see clearly, otherwise the eye was quiet. The doctor reported tass (toxic anterior segment syndrome) after seeing patient. The patient was examined by a retinal specialist and was given intravitreal vancomycin plus sefta. Patient was also given intravitreal injections under sterile conditions. Patient showed little improvement in a second consultation. Patient was referred to a vitreo retinal (vr) surgeon. The vr surgeon advised vitrectomy plus intraocular antibiotics. Patient was referred for further management. The patient's daily activities were significantly affected. There was no surgical intervention performed. No further information available.